Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and pink and had faded lettering. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad was worn. Evaluation revealed that the display screen was dim pink and had faded lettering. Evaluation also confirmed that the entire surface of the display lens is badly scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6) .